Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turned on. The customer reported that the issue occurred when the user was trying to access the station medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not turned on. A field service engineer (fse) diagnosed by elimination that drawer 1¿s main controller card had failed; measured zero ohms on the card and replaced it. The system functioned as intended after the field service engineer repaired the device.